Event description:
It was reported that the patient felt a vibration and presented to the clinic. The rv sense/pace lead impedance measurements were low. All other measurements were within normal limits. The patient was informed that this was an isolated episode. A couple of days later, the patient's notifier went off again for low impedance. A chest x-ray showed no evidence of lead damage. Close monitoring was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.